Event description:
The customer reported there was intermittent loss of power in the 24v power supply. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuse and condensers. He also repaired the camera. The system operates as intended.